Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the certain combo medications with both med and non-med components did not open both cubies when the nurse attempted an override. A technical support specialist explained to the customer that medications ordered and removed from stations could be configured using one or more medication components. Clarified that the ordered combo medication may not be a real drug, but all components must be in the facility's formulary. Provided steps to submit an enhancement request as per their request. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, certain combo medications with both med and non-med components did not open both cubies when the nurse attempted an override. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.